Event description:
It was reported to philips that the system's wireless footswitch charger was broken, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.